Event description:
It was reported that excessive noise was observed. The lead was capped and replaced. There no adverse consequences to patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.